Manufacturer narrative:
Section h1: type of reportable event should have been "serious injury" instead of " malfunction".

Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that noise resulting in oversensing was observed on the right ventricular (rv) lead. Programming changes to sensitivity were made to compensate for the oversensing. The rv lead was explanted and replaced. The patient was stable.